Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage at the adapter and tubing during use. The following information was provided by the initial reporter: on (B)(6) 2020, the nurse confirmed whether the catheter was in the blood vessel after puncturing the patient successfully. When opening the infusion device to confirm the dropping rate, she found that the liquid spilled from the extension tube seat and the extension tube connection, so she replaced the indwelling needle for puncture, causing the patient to perform a second puncture and increasing the patient's pain.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 0028402. Our records show that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected device is required for functional testing. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage at the adapter and tubing during use. The following information was provided by the initial reporter:on (B)(6) 2020, the nurse confirmed whether the catheter was in the blood vessel after puncturing the patient successfully. When opening the infusion device to confirm the dropping rate, she found that the liquid spilled from the extension tube seat and the extension tube connection, so she replaced the indwelling needle for puncture, causing the patient to perform a second puncture and increasing the patient's pain.